Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the manufacturer representative regarding the patient's one lead that was out of service. Per the manufacturer representative, the lead was not fractured; the lead had just been disconnected from the implantable neurostimulator (ins) block. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4). The patient had two leads and it is unclear which had the issue. Refer to regulatory report 6000153-2015-00292 for information on the patient's other lead.

Event description:
The consumer reported she met with a manufacturer's representative (rep) and an x-ray was done. The rep determined that one of the patient's leads was completely broken. No patient symptoms were reported. The patient's relevant medical history included reflex sympathetic dystrophy syndrome (rsd)/causalgia-complex regional pain syndrome. The circumstances that led to the broken lead remain unknown. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Please see manufacturer report #6000153-2015-00292 for information on the patient's concomitant system.